Event description:
It was reported that the cardiomems implant procedure was abandoned due to being unable to find an appropriately sized vessel for sensor release. Additional information has been requested.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per the reported event a vessel large enough to implant the sensor could not be identified. The procedure was abandoned. A sensor had not been opened. There is no CAPA (corrective action preventative action) associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required.